Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury during the last procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a chip on the white plastic part of the fenestrated bipolar forceps instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and found to have thermal damage at the midpoint of the yaw pulley. The complaint regarding the chip on the white plastic part of the instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Additional observation not reported by site was also identified: the fenestrated bipolar forceps instrument was found to have an excessive amount of dried residue around the clamping pulleys. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to mishandling/misuse for example by improper cleaning/reprocessing techniques, such as insufficient flushing. This complaint is reportable malfunction event due to the following conclusion: failure analysis confirmed that the instrument exhibited signs indicative of thermal damage. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a chip on the white plastic part of the tip. There was no report of patient involvement. An attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.